Manufacturer narrative:
Product analysis conclusion; the reported endoleak was confirmed on the films provided; however the type and cause of the event could not be fully determined. Angiograms, including delivery system removal and endoleak interrogation could allow for a more comprehensive determinations of the endoleak source/cause. The difficult to remove event and rupture could not be assessed on the films provided; however, the cause of the event could be appreciated on viewing the severely calcified anatomy observed on the 3d mensio report received. It is also possible that the narrowed aortic lumen proximal to the renal arteries may have been a factor in the difficulties experienced in removal of the delivery system. A type ia proximal endoleak cannot be ruled out and it is possible that the relatively short, calcified and reverse conical shaped aortic neck may have been a factor in the occurrence of such an endoleak. Alternatively, this may have been an acute type IV blush endoleak caused by fabric porosity which most likely would have self-resolved within 24 hours. Other factors such as heparin dose, outflow resistance, imaging quality, and volume of the aneurysm sac may have also contributed to this possible type IV endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant aui stent graft was implanted in the patient for the endovascular treatment of a 52 mm abdominal aortic aneurysm. It was reported that during the index procedure, the access was small and it was difficulty to remove the device from the intended landing zone. Final angiography was performed where it showed an endoleak type 1a. An etcf3636c49e cuff was then implanted, however when the physician was removing the device, a rupture of the external iliac artery occur. It was stated that a etlw1610c156e was implanted to repair the ruptured external iliac artery. Final angiogram showed that the type 1a endoleak was resolved. The cause of the event as per the physician, was anatomy due to a small calcified artery. No additional clinical sequelae were reported and the patient is fine.